Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control (qc) and a visual inspection was conducted during the course of investigation. The device was returned in two separate pieces. The proximal portion contained the manifold, shaft, and proximal portion of the balloon. The proximal portion was on/through another manufacturer's introducer. The distal portion contained the distal end of the balloon, tip of catheter, and balloon shaft. The distal tip of the sheath appears damaged and the distal portion of the balloon is severely accordioned. The remainder of catheter proximal to the balloon appears undamaged. A guidewire passed approximately 85.7cm through the catheter, overall length is 85 cm to the tear. The guidewire appears to have stopped very close to the break. Per the information provided, the balloon was able to be partially or fully deflated. The customer did not report a balloon rupture. The physician stated a 6 fr sheath was used; which is compliant per the label claim for the atb. The device is inspected per quality control specification. A review of the provided lot found no other complaints of any nature associated with this lot. Per the provided instructions for use (IFU); in the balloon deflation and withdrawal section: completely deflate the balloon using an inflation device or syringe. Allow adequate time for the balloon to deflate. Note: balloons with large diameters and/or longer lengths may require longer deflation times. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Maintain vacuum on the balloon and withdraw the catheter. Upon catheter withdrawal, a gentle counterclockwise rotation of the catheter will assist balloon rewrap, minimizing trauma to the percutaneous entry site. If resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit. There were no indicators in process (ncs) or in the field (complaints) identifying potential issues with deflating or folding for this batch. Based on the state of the distal portion of the balloon, it appears as though excess force/resistance caused the balloon to become scrunched, thus the user applying excess force could have contributed to the separation. However, it is unknown if the scrunching occurred during the attempted removal through the sheath, or during the subsequent removal of the separated (distal) portion from the patient. Based off evaluation of the returned device and review of the complaint details, no definitive root cause can be identified. We have notified appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assesment (qera), no further action is required.

Event description:
During the decot fistula procedure on the (B)(6) year old female patient, the user experienced difficulty retracting the deflated balloon through a 6fr by 4cm sheath from another manufacturer. Once the device was removed, it was noted that the balloon had sheared off. The balloon was retrieved by cut down. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
During the procedure, the user experienced difficulty retracting the deflated balloon through a 6fr by 4cm sheath from another manufacturer after use. Once the device was removed, it was noted that the balloon had sheared off. The balloon was retrieved by cut down. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.